Event description:
The CPAP unit that I have, and depend on to be able to adequately get air flow in order to sleep, I have had for 5 years and 7 months, has been recalled. It should have been replaced after 5 yrs, but I have not had any luck with getting it replaced with a new unit. It has become very difficult to get adequate air flow I need to get my recalled unit replaced with a new updated unit. When I call philips, I am told how busy they are, but I am given no help. FDA safety report ID # (B)(4).